Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead is suspected to have perforated the patient however it has not been confirmed. This lead remains in service and potentially is going to be repositioned. No additional adverse patient were reported.